Event description:
It was reported that a patient underwent an oophorocystectomy on (B)(6) 2014. A drain was placed in douglas' pouch then activated. Several hours after surgery the drain was removed from the patient, but omentum tangled with the drain and came out together from the body. The patient required a re-operation. The patient has been discharged from the hospital and is in stable condition. The operating surgeon opines that the cause may be that the physician removed the drain even though negative pressure was still being applied.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1349596 mfg. Date 2013-07, exp. Date 2018-07. Batch # j1349590 mfg. Date 2013-05, exp. Date 2018-05. Batch # j1364805 mfg. Date 2013-05, exp. Date 2018-05. Batch # j1349597 mfg. Date 2013-07, exp. Date 2018-07. Batch # j1349598 mfg. Date 2013-07, exp. Date 2018-07. Batch # j1349599 mfg. Date 2013-07, exp. Date 2018-07. Batch # j1349601 mfg. Date 2013-07, exp. Date 2018-07. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.